Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on approximately (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the leg. The patient stated that the dexcom seemed to cause an allergic reaction. She had the dexcom g5 for approximately 9 months and had experienced scarring and irritation under and around the sites sensors were inserted, especially in more sensitive areas like the thighs. The patient initially thought the adhesive caused the issue, but states the scars appear to be in the shape of the dexcom sensor itself rather than the whole oval shape of the sensor patch. The number of reactions and incident dates were not provided. No medical intervention was reported. No additional event or patient information is available. A photograph was provided which confirmed the reported skin reaction. The root cause could not be determined-post investigation. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.